Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the issue occurred during ladg (laparoscopic-assisted distal gastrectomy). The surgeon clamped the tissue and closed the jaws, however could not fire the device. Replaced by another device to complete the case. The surgical time was extended by less than 30 minutes. No patient injury. The nurse and the surgeon checked jaws opening/closing properly before firing the device. The sales rep checked the device and the cartridge and it could fire the device as trial.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual analysis noted there was paint worn off on the close/fire button. A pmv representative adapter and reload were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. Evaluation of the eeprom noted that the code "err_battery_remaining_cap" was present. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Root cause of the "err_battery_remaining_cap¿ error code found is due to the capacity read from the inserted battery. If the capacity is less than that required for firing the handle will yield solid blue lights, not allowing the user to fire. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at thi s time. Additionally, the investigation detected a secondary condition of improper cleaning that has no relationship to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.